Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was not be returned for an evaluation by the hospital. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported through a clinical oral investigation (published oct 19, 2011) that a patient with an internal distraction system experienced redness in the skin around the distraction screw. It is reported the patient was treated with antibiotic ointment and oral antibiotics and it was resolved without complications. More information was requested but has yet to be received.